Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00324; 804-03-051, s110-threads damaged/galled, instrument failure if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. RMA examination: the instrument was returned to djo and after further examination, the inserter threads broke.

Event description:
Instrument failure - pieces left in patient.